Manufacturer narrative:
The calibration for albumin had a calibration error and precision for one level of control was unacceptable. A hook effect is likely to have occurred with the patient sample. The sample has a very high urine albumin concentration. The field service engineer determined the gear pump pressure and a probe rinse were too low. These were corrected and the analyzer was running back within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer confirmed that there were no incorrect results reported outside of the laboratory.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant low results for one patient urine sample tested with albt2 tina-quant albumin gen.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with an albumin value of 38.8 mg/l. The sample was repeated, resulting with a value of 19.0 mg/l. The lot number of the albumin reagent was 47512401, with an expiration date of 28-feb-2022.